Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous popliteal artery. The 5.5x40mm supera self-expanding stent was being deployed proximally overlapping with a pre-existing stent of the same size when a hard resistance was felt when advancing the thumbslide. With the secondary lever already disengaged and near fully deployment, increased pressure was applied and the stent unexpected released at the target site. The final configuration was acceptable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported thumbslide physical resistance / sticking was unable to be confirmed. The reported stent difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath was restricted or entrapped within the mildly calcified and mildly tortuous anatomy resulting in the reported thumbslide physical resistance / sticking. Due to a build-up tension of within the shaft lumens of the delivery system, as increased pressure was applied this resulted in the unexpected spring like release of the stent at the target site. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.